Manufacturer narrative:
Siemens healthcare investigated the reported issue in detail. It was stated that the during an examination, the tabletop inadvertently moved downward. As a result, the patient¿s lower limbs were pressed. The patient claimed of pain in the knee, but no injury was diagnosed during the subsequent examination. According to the information received from the service organization, the patient shifted her entire body on the tabletop when positioning her elbow for the examination. During positioning, her leg was near the foot switch for lifting and lowering the table. As a result, the foot switch was inadvertently activated, and the tabletop was lowered. It was evaluated that the described issue occurred because the operator did not recognize and prevent the hazardous situation for the patient in time. There is no collision protection in this area of the table. The patient was positioned in a defined danger zone for the examination. It is described in the operator manual that special attention is required within the danger zones (see xpb7-010.620.01.02.02; page 35). Furthermore, any unexpected movement of the system can be stopped immediately by pressing the emergency stop button as described in the user manual (doc.ID: xpb7-010.620.01.02.02; page 29-31). Since no system malfunction was found the complaint is closed without further actions.

Manufacturer narrative:
The customer facility contact phone number is (B)(6). The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
During a wrist examination, the patient accidentally activated the foot switch under the table, causing the tabletop to lower and compress the patient¿s legs. According to additional information received, no injuries were diagnosed during subsequent patient examination.